Event description:
While drilling through the nail for a subtrochanteric femur fracture, the drill bit broke off and became imbedded in the femur of the patient. There was no delay to the procedure. The surgeon immediately determined that it would be safer to leave the bit imbedded in the patient rather than attempt to remove it. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. A review of the device history records showed that the device met the required specifications. The lot was inspected and conformed to the incoming final inspection sheet. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. The complaint issue is due to an unknown cause. Orchid unique manufactured the 6.0mm/10.0mm step drill bit, part number 357.403, lot number ul11100. The instruments conformed to dimensional specifications at the time of manufacturing and passed functional testing at synthes incoming inspection. The units returned for the complaint met material requirements; the hardness was verified per the certificate of compliance. The products were inspected for the tip features and met requirements.